Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter detached and migrated to the heart. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record was performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2007).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Medical records were provided. After, nine days of post deployment, the patient was admitted with several day histories of back pain, right flank pain and lower abdominal pain. An impression was mentioned as the sever back pain radiated around to the abdomen probably related to the vena cava filter placement and associated with the lower back pain that the patient had previously. Around, seven years and five months later, the patient complained of right pleuritic chest pain. An impression was provided which mentioned that there was a finding in a computed tomographic study which showed that there was a possible fragmented inferior vena cava filter, which had possibly embolized in the right ventricle. A computed tomography of abdomen and pelvis were performed on the same day for right upper quadrant pain. The study showed that an inferior vena cava filter was noted in good position. After, two days, a transthoracic echocardiography was performed and the study on right ventricle showed an echo dense linear structure that was more like a calcified moderator band, but the views were inadequate for definition. A computed tomography was reviewed and there was a dense linear structure in the right ventricle, however the question was about the presence of a detached leg of the inferior vena cava filter. After, two days, the patient was admitted for stomach pain. A brief clinical history mentioned that a physician was consulted because of an indication that there was a fractured inferior vena cava filter which had embolized to the right ventricle and this was well endothelialized and not a risk of migration. However, there was no harm in leaving this and in fact it would be very dangerous to remove it. Around, three weeks later, a computed tomography of abdomen and pelvis was performed for sub diaphragmatic abscess. The study showed that again an inferior vena cava filter was noted in good position. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for filter migration. Based on the available information definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2,d4(expiry date: 10/2007), g3. H11: h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter detached and migrated to the heart. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.